Event description:
Information received indicates difficulty was encountered during attempts to remove the introducer needle after cannulation, resulting in device damage when the accessory needle was pulled on with force. The cannula was replaced during the case with no patient complication reported.